Event description:
It was reported that this recently implanted pacemaker exhibited farfield oversensing, but upon evaluation during an office visit the farfield oversensing had appeared to resolve on its own. Blanking settings were reviewed. It was determined that intrinisic p-waves were similar in amplitude to farfield signals, resulting in oversensing. However atrial pacing signals were larger in comparison, thus there was no farfield signal oversensing while atrial pacing was observed. Technical services (ts) recommended programming options. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.